Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient's pd nurse reported the patient went to the emergency room (ER)(signs/symptoms unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for fungal peritonitis (organism and species unknown). The patient's pd catheter was pulled, and the patient was transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and will start in-center hd on (B)(6) 2021. The cause of the peritonitis is unknown. No cassette leak or issue with the liberty select cycler was reported for this event. No additional information was available. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).